Manufacturer narrative:
An olympus field service engineer (fse) assisted the user facility's biomedical engineer in replacing the alcohol tank hose connector. The fse validated the air was purged from the alcohol line. The customer then ran an alcohol flush several times with no errors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the tab on the alcohol connector of the subject device was broken. The customer requested a replacement alcohol connector. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the user applied excessive force to the lock lever in the incorrect direction. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. ¿ olympus will continue to monitor field performance for this device.